Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun mandatory and voluntary with uf/importer report number (B)(4) on 19-mar-2025, which stated "about 20 minutes into a chemotherapy infusion the clave secondary port was found to be depressed, and the infusion would not run. The pump stated proximal occlusion. The patient lost about 13 ml of active drug. The nurse risked chemo exposure as the tubing was replaced. Delay in patient care. Md notified that the patient lost 37.4 mg or 5% of the drug." There was no patient harm reported.